Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter: the initial reporter email and phone were not reported. Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3008264254-2019-00548. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure targeting a severe stenosis of the m1 segment of the left middle cerebral artery, the 4 mm x 39 mm enterprise®2 stent (encr403912 / 11023591) could not advance in the 150cm x 5cm prowler select plus microcatheter (606s255x / 30184382). It was reported that when the enterprise stent passed through about half of the microcatheter, it could no longer be advanced. The physician did not know if the issue was with the enterprise stent or with the prowler select plus microcatheter, as a result, the physician withdrew both the stent and the microcatheter and replaced with a new stent and microcatheter of the same product codes and completed the procedure. There was no report of any patient injury. The product is reported as available for return.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to document the result of the analysis of the production records for lot 11023591. A review of manufacturing documentation associated with this lot (11023591) presented no issues during the manufacturing or inspection processes related to the reported complaint. The device history records indicate that this product underwent final inspection testing at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3008264254-2019-00548. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 06/27/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3008264254-2019-00548. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to include the additional event information received on 7/4/2019. [Additional information]: the healthcare professional reported that during the procedure targeting a severe stenosis of the m1 segment of the left middle cerebral artery, the 4 mm x 39 mm enterprise®2 stent (encr403912 / 11023591) could not advance in the 150cm x 5cm prowler select plus microcatheter (606s255x / 30184382); there was no issue with advancing the microcatheter. The target vessel was not tortuous. It was reported that when the enterprise stent passed through about half of the microcatheter, it could no longer be advanced. The physician did not know if the issue was with the enterprise stent or with the prowler select plus microcatheter, as a result, the physician withdrew both the stent and the microcatheter and replaced with a new stent and microcatheter of the same product codes and completed the procedure. It was reported that there were no kinks or damages on the microcatheter, nothing was obstructing the microcatheter. The physician did not think that the severe stenosis of the m1 contributed to the issue with accessing the target site. There was no report of any patient injury and no procedural delay. The product is reported as available for return. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3008264254-2019-00548. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No.:(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure targeting a severe stenosis of the m1 segment of the left middle cerebral artery, the 4 mm x 39 mm enterprise®2 stent (encr403912 / 11023591) could not advance in the 150cm x 5cm prowler select plus microcatheter (606s255x / 30184382); there was no issue with advancing the microcatheter. The target vessel was not tortuous. It was reported that when the enterprise stent passed through about half of the microcatheter, it could no longer be advanced. The physician did not know if the issue was with the enterprise stent or with the prowler select plus microcatheter, as a result, the physician withdrew both the stent and the microcatheter and replaced with a new stent and microcatheter of the same product codes and completed the procedure. It was reported that there were no kinks or damages on the microcatheter, nothing was obstructing the microcatheter. The physician did not think that the severe stenosis of the m1 contributed to the issue with accessing the target site. There was no report of any patient injury and no procedural delay. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 4 mm x 39 mm enterprise stent was received with the prowler select plus microcatheter. The two devices were contained in a pouch. Visual inspection was performed. The delivery wire was found stuck inside the introducer by dried blood and dried saline solution. The introducer has residues of dried blood and dried saline solution. The stent was also stuck in the introducer with the residues of the dried blood and saline solution. Microscopic inspection confirmed that the delivery wire and the stent are in the introducer. Functional testing could not be performed as the delivery wire and the stent were both stuck inside the introducer due to the residues of dried blood and saline solution. A review of manufacturing documentation associated with this lot (11023591) presented no issues during the manufacturing or inspection processes related to the reported complaint. The device history records indicate that this product underwent final inspection testing at lake region medical and was determined to be acceptable. The reported issue in the complaint that the 4 mm x 39 mm enterprise stent could not advance in the prowler select plus microcatheter was not confirmed through functional testing as the test could not be performed due to the condition of the returned device. The observed residues of dried blood and dried saline solution indicate that sufficient flush was not maintained. Insufficient flush can cause issue with advancing and retracting the stent through the microcatheter. The residues of dried blood and dried saline solution may have been the contributing factor to the stent only able to pass through about half of the microcatheter before it could no longer be advanced further. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 3008264254-2019-00548. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.